Event description:
It was reported that the touch screen has colors with green stripes displayed. Customer had elevated blood glucose levels (258 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.